Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Event description:
Intra-operative implant breakage during a rotator cuff repair, it was reported that two twinfix anchors (one twinfix ultra ha 4.5 w/2 ub blue & blk and one twinfix ultra ha 4.5 w/2 ub wh & blue) broke in half during the same case. It was reported that the broken anchors were removed from the shoulder. The case was completed successfully using a back-up device with anchors being placed in the original holes. The patient¿s bone quality was reported to be good. There were no reported patient injuries or complications.

Manufacturer narrative:
Device evaluation: one twinfix ultra ha 4.5 w/2 ub blue & blk device was returned for evaluation of the reported complaint mode, ¿intra-operative implant breakage.¿ the insertion device with a broken anchor attached was received. There were no sutures. Only the proximal half of the anchor was returned. The complaint mode was visually confirmed. The patient¿s bone quality was reported as good and the site prep utilized by this account is an awl dilator. It is possible that harder than expected bone quality was encountered. No further investigation is required at this time. A review of the device history records was performed which confirmed no inconsistencies. (B)(4).